Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On august 22, 2025, the patient reported that the ilet displayed repeated alerts and could not be restarted successfully. The agent confirmed the alert history and arranged for an overnight replacement ilet. The patient was instructed on shutting down the ilet and informed that backup therapy would be needed until the replacement device arrived. No adverse health effects were reported.